Event description:
It was reported that the customer experienced significant resistance while filling cartridges with multiple cartridges. As a result, there was a delay of therapy and the customer experienced a blood glucose (bg) level that was displayed as "high", although a specific value was not provided. The customer addressed bg by administering a manual injection. The customer resolved the issue by changing the cartridge and resumed insulin therapy successfully.